Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 8935 and the data files were returned and analyzed. The data files showed at least 26 injections were performed with the balloon catheter on the date of the event. Visual inspection of the balloon catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 26 applications. The balloon catheter failed the performance test due to system notice 50005, 'the safety system has detected fluid in the catheter and stopped the injection.' Dissection and further pressure testing revealed a double balloon breach and a guide wire lumen breach at 1.456 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen breach and double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.